Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Crease is observed. Red particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported, left-side seroma. Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Lot number in the patch: 2436679. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported, left-side seroma. The device remains implanted.